Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician inserted the stylet into the lead lumen but the stylet would only go half way down the lead. The lead was not implanted and a different lead was utilized without incident. No patient complications have been reported as a result of this event.